Event description:
Report of explant of device due to "infection" received per annual device tracking report. Follow up with hcp revealed onset/diagnosis of infection was in 2000. Symptoms included redness and incisional wound opening. The primary location of the infection was the device pocket. The device pocket was cultured at explant, but the culture results are unknown. The patient was treated with total device system explant and IV antibiotics. The infection resolved.